Event description:
It was reported via voluntary medwatch (report #mw5146872) that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed with a blood leak alert, and the operator noted visible blood in the dialysate effluent. Following the event, the treatment was stopped and the dialyzer was sequestered. Additional information was provided upon follow-up with the user facility¿s clinical manager (cm). The cm stated the blood leak occurred at the beginning of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialysate. Blood test strips were not used. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Despite what was initially reported, the dialyzer was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported via voluntary medwatch (report #mw5146872) that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed with a blood leak alert, and the operator noted visible blood in the dialysate effluent. Following the event, the treatment was stopped and the dialyzer was sequestered. Additional information was provided upon follow-up with the user facility¿s clinical manager (cm). The cm stated the blood leak occurred at the beginning of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialysate. Blood test strips were not used. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Despite what was initially reported, the dialyzer was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.